Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting trunnionosis with dissolution of abductor insertion site and failed total hip arthroplasty. Patient experienced multiple dislocation, non-traumatic. MRI indicated dissolution of the abductor insertional site with large fluid collection. DHR was reviewed and no discrepancies were found. The root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803202 ¿ cocr head ¿ 62151873; 00771300700 ¿ m/l taper stem ¿ 62114195; 00631005032 ¿ xlpe liner ¿ 62130833; 00620005022 ¿ shell ¿ 62140528; 00625006530 ¿ self-tapping bone screw - 62130768. Customer has indicated that the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00728, 0001822565-2019-04674, 0001822565-2019-04676.

Event description:
It was reported that patient underwent a left hip revision approximately 4 years post implantation due to dislocation. During the procedure, trunnionosis and tissue damage were noted. Attempts have been made and additional information on the reported event is unavailable at this time.